Event description:
It was reported the patients ipg became inoperable following an unrelated surgical procedure wherein the ipg was not placed into surgery mode. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis.

Event description:
Additional information indicates, surgical intervention was undertaken on 17may2024 wherein, the ipg was explanted and replaced to address the issue.